Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead had a rise in thresholds since implant and it was noted on x-ray the lead had dislodged. The physician noted the lead was implanted in a site with poor fixation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.